Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: optical sensor issue. There were ps low alarms and then it was noted two days later the sensor was drifting. No data logs were provided. The returned product did not have any damages noted. 5s parameters were within specification with the cavity length being 16386, and the pump also passed laser continuity. The pump was run in a bucket for approximately 15 minutes and the calculated ps was negative but did not reach values to trigger psnr alarms, but met criteria to trigger and reproduce placement signal low alarms. Snr was stable along with the other 5s parameters. The ps can be seen to trend down during this run. The root cause of the optical sensor issue is most likely due to material wear at 20 days that occurred within design life. Device history review: impella passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On support day 19, there was a report of placement signal low on the impella 5.5. An echocardiogram was performed and revealed that the impella was slightly deep at 6cm. The physician declined to reposition the device unless there were additional alarms. Two days later, it was observed that there was a sensor drift with the optical sensor readings. The device was noted to be in adequate position. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. There were ps low alarms and then it was noted two days later the sensor was drifting. Due to lack of clinical information, and no product or data logs, the root cause cannot be determined.